Event description:
The customer confirmed the unit was working fine after the user cleaned the ribbon connections of the keypad. The failure was due to equipment failure. The user reset the flow rate setting by trying different scenario from low to medium, at low flow mode we changed from min to max flow. The buttons not working were all pressure keys, flow mode selector key, and flow up and down keys. There were no other malfunctions other than the keypad

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information provided by the customer through follow-up. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the phenomenon "it was delayed by couple of minutes" and "keypad doesn¿t work" could not be identified from the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the high flow insufflation unit keypad doesn't work. The issue was found during a therapeutic laparoscopic procedure. The customer had to press the manual button for the flow to go up. The procedure was delayed a couple of minutes, but was completed with the device. The customer later reported they were able to resolve the issue themselves. There were no reports of patient harm associated with this event.